Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient was hospitalized for diabetic ketoacidosis and the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 296 mg/dl at the time of the incident. The customer reported that when they were priming the insulin pump was squirting insulin out after they were done. They also had air bubbles in the tubing. The customer did have a diabetic ketoacidosis a couple of weeks ago and he was hospitalized. They determined it was the pump because when they went to put it back on him it was not delivering insulin. They changed out the entire set and it started delivering insulin. The drive support cap appeared normal. The customer declined to continue troubleshoot for air bubbles and high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a faulty force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test, no delivery test and delivery accuracy test due to the compromised force sensor system alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, stained address/serial number label, minor scratched and cracked display window.